Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of an unexpected restart from the insulin pump. The customer's blood glucose reading was 6.4 mmol/l. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed the displacement and error tests. No other alarms noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.